Event description:
Boston scientific received information that this patient's home monitoring equipment detected a both a high out of range shock impedance and a low out of range shock impedance measurement for this patient's right ventricular (rv) lead. The physician is aware of this alert and will plan to address the lead issue in the coming months. To date, no adverse patient effects have been reported.

Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.